Manufacturer narrative:
510k: this report is for an unknown distal radius plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, there were two (2) sets scheduled to be delivered for a case. The requested delivery time was (B)(6) 2018 at 1:00 pm. The sets did not arrive until 2:45 pm. The issue was discovered before the case started. The surgeon was aware before he arrived at the hospital and before the operating room (or) staff called for the patient to be brought to the or that the distal radius set was not available at that time. The open reduction internal fixation (orif) for distal radius procedure was pushed through on that day using a small fragment plate from the available small fragment set with one (1) hour surgical delay. Procedure was successfully completed. There was no patient involvement. This report is for one (1) unknown distal radius plate. This is report 1 of 2 for (B)(4).